Event description:
A customer experienced a "high bg level over 600 mg/dl that required her to seek medical attention at the hospital." It is believed this was an ER visit and not a hospitalization. No add'l info was provided about this event. The customer is new to the product and at first her blood glucose was difficult to manage, but since her hcp adjusted to pdm settings her blood glucose has been fine. The customer recently changed from a pdm 100 to a pdm 200 so she and her hcp could "more easily track her progress with the co-pilot software." Insulet's customer service offered to have a csm contact her for add'l training on the device. The pod will not be returned for eval since the device was discarded.

Manufacturer narrative:
No product was not returned for eval - we are unable to determine any product malfunction that would have caused or contributed to the customer's high blood glucose. The omnipod's user guide instructs users on how to avoid hyperglycemia and states to check blood glucose at least 4 to 6 times a day, and to also check it when feeling nauseous, before driving, when running low or high or if a high/low is suspected, before/after/during exercise and as directed by hcp. Because we have no info on the customer's blood glucose and insulin history prior to the event, it is not possible to determine if the customer checked her blood glucose regularly and responded appropriately (e.g., administering correction boluses). The user guide also provides detailed instructions on how to treat hyperglycemia. No lot number was provided and we are therefore unable to review the qualification records.